Manufacturer narrative:
(B)(4). No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the mdu overheated and became hot before the procedure began. The procedure was performed and completed with a backup device of the same model. No patient injuries or complications were noted as a result.

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of overheating was confirmed. Mdu also failed for motor stall error after jamming and overheating. Cause of overheating and errors is a corroded motor/gearbox. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.